Manufacturer narrative:
This report is being filed to provide additional information in b.6. Investigation: the customer returned a used trima disposable set, containing blood for investigation. The ac bag and competitor pas additive bag were returned attached to their corresponding lines. The vent bag and product bags were rf sealed and removed by the customer prior to return. Blood was present throughout the inlet coil, inlet trap, centrifuge loop and return reservoir, which was noted to be approximately 50% full. Slight foaming was also observed in the return reservoir. Clumping was noted in the channel. Red cells were confirmed in the platelet collect line of the cassette and behind the white stamp and in the collect pump header tubing. The centrifuge loop was visually inspected and no misassemblies or kinks were observed. There was no evidence of a misload, and the ears were snapped in place and secured to the upper and lower bearing. The lower hex was visually inspected, and the locking pin witness mark was evident, confirming that the lower hex had been secured in the optimal position. The blue slide clamp of the primary platelet bag was confirmed to be in the open position. The tubing set was flow tested and no occlusions were identified. The run data file (rdf) was analyzed for this event. The generation of the ¿platelet additive solution prime error¿ was due to fluid not seen at the lower level sensor when expected during the additive solution priming sequence. Analysis of the dlog did show a slight delay in the pas flowing properly. It is possible, though not conclusive that the filter on the pas line was not primed correctly, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The analysis of the run data file did not show a conclusive root cause for the incomplete cleaning of the cassette. It is possible that the cassette is not fully cleaned because the pas isn't flowing as fully as it could, possibly caused by an incorrectly primed filter on the pas line, the bag frangible not broken correctly or the yellow clamp on the pas line not opened fully. Another contributing factor is the possibility that one or more of the 3 channel lines were partially clamped and not fully occluded and some fluid was entering from the channel. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit#: (B)(4) this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the customer returned a used trima disposable set, containing blood for investigation. The ac bag and competitor pas additive bag were returned attached to their corresponding lines. The vent bag and product bags were rf sealed and removed by the customer prior to return. Blood was present throughout the inlet coil, inlet trap, centrifuge loop and return reservoir, which was noted to be approximately 50% full. Slight foaming was also observed in the return reservoir. Clumping was noted in the channel. Red cells were confirmed in the platelet collect line of the cassette and behind the white stamp and in the collect pump header tubing. The centrifuge loop was visually inspected and no mis-assemblies or kinks were observed. There was no evidence of a mis-load, and the ears were snapped in place and secured to the upper and lower bearing. The lower hex was visually inspected, and the locking pin witness mark was evident, confirming that the lower hex had been secured in the optimal position. The blue slide clamp of the primary platelet bag was confirmed to be in the open position. The tubing set was flow tested and no occlusions were identified. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor (B)(6) wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #:(B)(6)this product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer returned a used trima disposable set, containing blood for investigation. The ac bag and competitor pas additive bag were returned attached to their corresponding lines. The vent bag and product bags were rf sealed and removed by the customer prior to return. Blood was present throughout the inlet coil, inlet trap, centrifuge loop and return reservoir, which was noted to be approximately 50% full. Slight foaming was also observed in the return reservoir. Clumping was noted in the channel. Red cells were confirmed in the platelet collect line of the cassette and behind the white stamp and in the collect pump header tubing. The centrifuge loop was visually inspected and no misassemblies or kinks were observed. There was no evidence of a misload, and the ears were snapped in place and secured to the upper and lower bearing. The lower hex was visually inspected, and the locking pin witness mark was evident, confirming that the lower hex had been secured in the optimal position. The blue slide clamp of the primary platelet bag was confirmed to be in the open position. The tubing set was flow tested and no occlusions were identified. The run data file (rdf) was analyzed for this event. The generation of the ¿platelet additive solution prime error¿ was due to fluid not seen at the lower level sensor when expected during the additive solution priming sequence. Analysis of the dlog did show a slight delay in the pas flowing properly. It is possible, though not conclusive that the filter on the pas line was not primed correctly, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The analysis of the run data file did not show a conclusive root cause for the incomplete cleaning of the cassette. It is possible that the cassette is not fully cleaned because the pas isn¿t flowing as fully as it could, possibly caused by an incorrectly primed filter on the pas line, the bag frangible not broken correctly or the yellow clamp on the pas line not opened fully. Another contributing factor is the possibility that one or more of the 3 channel lines were partially clamped and not fully occluded and some fluid was entering from the channel. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the generation of the ¿platelet additive solution prime error¿ was due to fluid not seen at the lower level sensor when expected during the additive solution priming sequence. Analysis of the dlog did show a slight delay in the pas flowing properly. It is possible, though not conclusive that the filter on the pas line was not primed correctly, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The analysis of the run data file did not show a conclusive root cause for the incomplete cleaning of the cassette. It is possible that the cassette is not fully cleaned because the pas isn¿t flowing as fully as it could, possibly caused by an incorrectly primed filter on the pas line, the bag frangible not broken correctly or the yellow clamp on the pas line not opened fully. Another contributing factor is the possibility that one or more of the 3 channel lines were partially clamped and not fully occluded and some fluid was entering from the channel.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Investigation: the customer returned a used trima disposable set, containing blood for investigation. The ac bag and competitor pas additive bag were returned attached to their corresponding lines. The vent bag and product bags were rf sealed and removed by the customer prior to return. Blood was present throughout the inlet coil, inlet trap, centrifuge loop and return reservoir, which was noted to be approximately 50% full. Slight foaming was also observed in the return reservoir. Clumping was noted in the channel. Red cells were confirmed in the platelet collect line of the cassette and behind the white stamp and in the collect pump header tubing. The centrifuge loop was visually inspected and no misassemblies or kinks were observed. There was no evidence of a misload, and the ears were snapped in place and secured to the upper and lower bearing. The lower hex was visually inspected, and the locking pin witness mark was evident, confirming that the lower hex had been secured in the optimal position. The blue slide clamp of the primary platelet bag was confirmed to be in the open position. The tubing set was flow tested and no occlusions were identified. The run data file (rdf) was analyzed for this event. The generation of the ¿platelet additive solution prime error¿ was due to fluid not seen at the lower level sensor when expected during the additive solution priming sequence. Analysis of the log did show a slight delay in the pas flowing properly. It is possible, though not conclusive that the filter on the pas line was not primed correctly, the bag frangible was not broken correctly or the yellow clamp on the pas line was not completely opened. The analysis of the run data file did not show a conclusive root cause for the incomplete cleaning of the cassette. It is possible that the cassette is not fully cleaned because the pas isn¿t flowing as fully as it could, possibly caused by an incorrectly primed filter on the pas line, the bag frangible not broken correctly or the yellow clamp on the pas line not opened fully. Another contributing factor is the possibility that one or more of the 3 channel lines were partially clamped and not fully occluded and some fluid was entering from the channel. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.